Manufacturer narrative:
Correction: b1 field: adverse event/product problem updated to adverse event and product problem. H6 field: device code updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue, approximately 15 days post implant. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. Another rv lead was successfully placed. No additional adverse patient effects were reported.